Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. The fiber passed funcional testing for saline flow and connector segment verification. The hene (helium-neon) functional test found no breaks along the fiber length. Review of fiber card data indicated that the fiber was recognized by the console and was fired to 149950 joules of energy. Also, a soft joule limit was issued, which is not a failure. It is the point at which fiber removal from the console would invalidate further fiber usage. Microscope inspection identified that the glass cap and metal cap were detached and not returned. Also, the forward firing test for this device resulted in an output which was above the threshold for potential patient harm. Therefore, the reported event of loose fiber tip and forward firing was confirmed. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. A risk review of the moxy hazard analysis was completed and confirmed that the event of loose fiber tip and forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, it is likely that the fiber was damaged during use due to excessive force being applied and/or pressing the fiber tip into tissue, therefore, an investigation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip was loose, and the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip was loose, and the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate, the fiber tip slightly disconnected, and the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications.